Event description:
Caller states customer took apidra insulin based on result of 350 mg/dl obtained on the mobile system. 2 hours later customer was in a hypoglycemic "coma;" she was taken to the hospital where lab value returned as 0 mg/dl. Customer was treated with oxygen and left the hospital 4 hours later. Caller did not provide the type of treatment customer received for hypoglycemia. Requested return of suspect device and replacement was sent.

Event description:
Per the clinic, the patient experienced pain when wearing the processor resulting in the decision to discontinue use of the device. The implanted device remains. Clinical management of the patient is ongoing.

Manufacturer narrative:
The event occurred in (B)(6).